Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report following an engineering evaluation.

Event description:
It was reported that .. "...the screw broke off after they were implanted, during the surgical procedure. The screws were substituted with other screws available in the theatre".

Manufacturer narrative:
At reception of the screw the reported event was confirmed and the tulip is found disengaged from the bone screw. The shape of the imprint left on the bone screw head suggests an application of excessive tightening load (more than 12nm). In addition, the imprint is localized at the border of the cylindrical part of the bone screw head. It means that the screw was implanted maximally bent. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No indication of material or manufacturing defect could be found. As follows from the review of complaints received previously for the same issue as well as the findings of the r&d engineers, over tightening is the principal cause of tulip disengagement. The implantation at maximal angulation can be the additional factor that facilitates the disengagement of the tulip. Conclusion: the complaint is considered indeterminate from a manufacturing perspective. No product fault could be detected. As the investigation evidence revealed that an application of excessive tightening load was applied to the screw and that the screw was implanted maximally bent, the reported event is likely to be user related and user error contributed to this event.

Event description:
It was reported that .. "...the screw broke off after they were implanted, during the surgical procedure. The screws were substituted with other screws available in the theatre".